Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt expired on (B)(6) 2014. The nurse stated that the pt's family elected to remove her from treatment on (B)(6) 2014, due to pt's deteriorating condition. Death was not cycler related. Further info has been requested.